Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the locked angulation lever occurred due to the watertightness was not maintained and the inside of the operation section was rusted. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the bending mechanism] 1 straighten the bending section. 2 confirm that the up/down angulation lock is placed in the free ¿f ¿ position. 3 operate the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved. 4 operate the up/down angulation control lever slowly to its straight (neutral) position. Confirm that the bending section returns smoothly to an approximately straight position.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the angle lever did not move while using the uretero-reno videoscope. The issue occurred during preparation for use for a therapeutic procedure (transurethral lithotripsy), and the procedure was successfully completed. There was no patient harm associated with the event. The device was returned and evaluated; due to foreign objects in the control section, the bending section could not be controlled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. In addition to foreign objects found in the control section (the bending section could not be controlled), additional findings are as follows: due to a pinhole on the channel tube, the up/down was sticky, the universal cord was sticky, the control unit was sticky due to water leakage; due to a dent on the channel tube, forceps cannot be inserted smoothly; light guide bundle was slipping down; due to damage on the charge coupled device unit, a foggy image appears; due to corrosion, switch button one, two, four (1, 2, 4) did not work; the bending section but the bending section cover was not broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.